Event description:
Three trestle variable self tapping screws were discovered to be broken during a post operative visit. The date of the breakage is unknown.

Manufacturer narrative:
One part number was reported for this incident. It is unknown if all three screws are the same part number. The device history records for the parts in question were not able to be identified because the lot numbers were not provided for evaluation. The device master records for the parts in question were evaluated and the changes made have no impact on the safety and effectiveness of the product. The parts will not be returned to alphatec spine. The sales representative reported the following: the patient had undergone an initial surgery on (B) (6) 2008. The surgeon used a variable angle drill guide. An evaluation of x-ray images ((B) (6) 2008 and (B) (6) 2009) was performed. The post-op x-ray images show the screws to be extremely convergent. It was determined that during installation of the screws, the screws were over-angulated. The over-angulation placed stress on the screws which caused them to break. The over-angulation can prevent the locking mechanism from locking the screw into place, further allowing it to back out of the cervical plate.